Event description:
Positive advia centaur troponin ultra test results were obtained on a patient sample and reported to the physician. The patient was admitted to the hospital. Results were positive for repeat testing on different sample draws. The clinician questioned the results since patient had normal results for ck, ckmb, and echocardiogram. One of the samples was sent to a different laboratory and troponin testing was performed on two different methods. The results were negative. A scantibody test was performed to try to eliminate heterophile antibodies. The laboratory obtained a positive result for the patient sample. The patient was admitted to the hospital for three days and an echocardiogram was performed. The echocardiogram was normal.

Event description:
Positive advia centaur troponin ultra test results were obtained on a patient sample and reported to the physician. The patient was admitted to the hospital. Results were positive for repeat testing on different sample draws. The clinician questioned the results since patient had normal results for ck, ckmb, and echocardiogram. One of the samples was sent to a different laboratory and troponin testing was performed on two different methods. The results were negative. A scantibody test was performed to try to eliminate heterophile antibodies. The laboratory obtained a positive result for the patient sample. The patient was admitted to the hospital for three days and an echocardiogram was performed. The echocardiogram was normal.

Event description:
Positive advia centaur troponin ultra test results were obtained on a patient sample and reported to the physician. The patient was admitted to the hospital. Results were positive for repeat testing on different sample draws. The clinician questioned the results since patient had normal results for ck, ckmb, and echocardiogram. One of the samples was sent to a different laboratory and troponin testing was performed on two different methods. The results were negative. A scantibody test was performed to try to eliminate heterophile antibodies. The laboratory obtained a positive result for the patient sample. The patient was admitted to the hospital for (B)(6) and an echocardiogram was performed. The echocardiogram was normal.

Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result is unknown. No further evaluation of the device is required. A sample from this patient has been requested for further evaluation. The customer has been in contact with the patient and requested a redraw sample to assist with the investigation.

Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result is unknown. No further evaluation of the device is required. A sample from this patient has been requested for further evaluation. The customer has been in contact with the patient and requested a redraw sample to assist with the investigation.

Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result is unknown. No further evaluation of the device is required. A sample from this patient has been requested for further evaluation. The customer has been in contact with the patient and requested a redraw sample to assist with the investigation.